Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was burned. The unit was not switching on. There were no adverse consequences to the patient. The unit would be returned.